Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 40-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. After admission to the ICU, a foley catheter was inserted. The registered nurse reported signs of hematuria, though it was unknown if this was due to traumatic insertion. The patient was prepped for transfer for higher level of care. Hemolysis was noted on laboratory evaluation (specifically ldh). The patient was escalated due to hemodynamic demand, but hemolysis was not solely attributed to the impella device. A contributing factor was high afterload. While on support, the device functioned as intended at p-5, delivering 2.4 l/min with a purge solution of dextrose 5% in water (d5w) containing 25 meq/l sodium bicarbonate. The patient survived to explant. Hemolysis in this patient may have resulted from a combination of device-related factors, underlying renal insufficiency, high afterload, and the severity of cardiogenic shock during impella support.

Manufacturer narrative:
D3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the hemolysis was unable to be determined due to insufficient clinical information and no product returned.